Event description:
It was reported that the customer had a low battery alert on the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer was advised that we are sending replacement of the insulin pump. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No low battery alarms noted. Unit received with corroded battery tube. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.